Event description:
It was reported that the patient underwent an ipg explant procedure for an unknown reason. No further information has been obtained despite good faith efforts. Additional information was received that the reason for explant was that the patient did not want the spinal cord stimulator (scs) system anymore. The patient was doing well post-operatively. The explanted ipg and lead were not returned as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(6), batch: (B)(6).

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an explant procedure for an unknown reason. No further information has been obtained despite good faith efforts.